Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the left ventricular (lv) lead was programmed on the patient reported feeling weaker and not well. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.